Event description:
It was reported that during a gastric bypass procedure, the surgeon fired the device across the small bowel. On the first firing with a blue rep reload, the device locked out and would not fire. They completed the procedure with a new like device. There was no patient consequence reported. The device will be returning for analysis.

Manufacturer narrative:
(B)(4): firing trigger teeth. The analysis results found that the lts60a device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or trough a locked cartridge causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.